Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose of 1200 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the customer to try different infusion sets as she mentioned she had scar tissue. The customer called back to inform us that she tried a different infusion set, and it has been working much better for her. Nothing further was reported.